Event description:
User alleges that when they turn the units up to 100 mmhg and walk away, the saline bags explode.

Manufacturer narrative:
Our critical care accounts mgr went into the hospital and reviewed the set up of the h-1129 systems and noticed that they did not have any pressure cuffs and the pressure for the air was coming directly from the compressor at the base of the h-1129's and manual hand bulbs were used to inflate pressure. The 3000cc bags that they were using were rated for 300 mmhg and the machine is rated for 500 mmhg. Conclusion: the cause for the bags bursting was due to user error. The unit was repaired back to original specifications and the hospital was instructed to use two one liter bags in the pressure cuffs at 500 mmhg if fluids were needed to be infused at a faster rate. In addition, the critical care accounts mgr performed an in service for all appropriate personnel at the hospital.